Manufacturer narrative:
D2b.

Event description:
It was reported that an occlusion alarm occurred. Troubleshooting performed by technical support found that the issue may have been located within the infusion set, however, the customer refused to accept this conclusion and continue troubleshooting. The pump was replaced to address the issue. Customer¿s blood glucose level was 268 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.